Event description:
The customer reported the sys displayed a "high ma" error. No pt injury was reported.

Manufacturer narrative:
A ge service evaluated the sys and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.